Event description:
It was reported that the pump was not working properly. There was no adverse impact to the customer's blood glucose level. The customer declined further follow-up, and additional information regarding the outcome of the event was unavailable.